Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. Received one needle set, sharps safety block, line extension, and stabilizer pad from needle set, 9001p-vc-005, ez-io 25mm needle set + stabilizer, for investigation. Upon receipt the various components were visually inspected for any signs of abuse/misuse/damage. Nothing noted. While the needle set was resting in the safety block, with one hand the cannula hub was held, and with the other hand the needle hub was grasped and twisted to the left. Little to no effort was spent loosening the stylet hub from the cannula hub. The complaint cannot be confirmed. Certificate of compliance certifies that the aforementioned lot meets the lake region medical quality (viant) system requirements and specifications. This product has been manufactured and controlled by lake region medical (viant) in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle passed all the release criteria. The needle set was released in 03/2019 and is approximately 1 year old. The complaint cannot be confirmed. Additional testing concluded the stylet hub released easily from the cannula hub. No corrective /preventative actions will be assigned. The complaint cannot be confirmed. Additional testing concluded the stylet hub released easily from the cannula hub. Perhaps at the medical site a problem in separating the stylet and cannula existed. However, the problem was not experienced in the investigation lab. See short video clip.

Event description:
It was reported that everything inserted in the patient find but the medic could not disconnect the stylet from the catheter. Once they removed the entire needle from the patient they were able to remove the stylet from the catheter.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that everything inserted in the patient find but the medic could not disconnect the stylet from the catheter. Once they removed the entire needle from the patient they were able to remove the stylet from the catheter.